Manufacturer narrative:
Please refer to the attached report - the device switched in standby mode on 05 june 2024. The switch was triggered by a communication error. The device was properly re-initialized on 05 june 2024. Based on available data, no issue is suspected on the subject pacemaker.

Event description:
Reportedly, the patient came for a planned fu. He was complaining of shortness of breath for several weeks. Dr. (B)(6) performed an ECG. The ECG showed unipolar stimulation at 70 bpm, presumably with vvi. After the interrogation, a message appeared asking you to reset the device. Dr. (B)(6) pressed the yes button to reset the device.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the patient came for a planned fu. He was complaining of shortness of breath for several weeks. Dr. (B)(6) performed an ECG. The ECG showed unipolar stimulation at 70 bpm, presumably with vvi. After the interrogation, a message appeared asking you to reset the device. Dr. (B)(6) pressed the yes button to reset the device.